Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported by the account contact that during an unknown procedure, the sutures broke off easily, surgeon tried three more with the same result. Case completed with another device of the same product code, different lot. There were no patient consequences reported. Two and a half boxes of sterile samples will be returned.